Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling was observed during testing. The device had a cracked liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and ramping numbers. The customer's blood glucose was 14.0 mmol/l. The caller stated that the user was trying to treat with the insulin pump but would revert to a back-up plan. The user stated that the numbers were ramping on their own. The user stated that the scroll bar was not moving up or down without any input from the user. The customer was advised that the up or down button may be stuck. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.